Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusion, component code). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had white horizontal lines through upper display. A getinge field service engineer (fse) evaluated and replaced (d160-00-0127 assy, display top lcd). Device passed all functional and safety tests according to factory specifications. Unit cleared for clinical use. The defective components were received for further investigation. Failure analysis and testing (fat) received part with a reported unit failure message of white horizontal lines on display. Performed visual inspection of this part received and part looks to be in good condition. The fat dept. Observed white horizontal lines on display as turned the cardiosave machine on. The failure analysis and testing department verified the failure message of white horizontal lines on display. Display 12.1¿ failed testing. Retaining display 12.1¿ in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has white horizontal lines through upper display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.